Manufacturer narrative:
(B)(4). Based on discussion with FDA on may 8, 2017, all inspectional failures are being reported as mdrs notwithstanding the fact that the presence of discontinuities, gaps or bubbles does not necessarily have either technical or clinical significance. (B)(4). (Exemption number e2015036).

Event description:
Pentax of america initiated field correction 2017-001-c which included inspection of the seal around the distal body and distal cap of the ed-3490tk duodenoscope pursuant to predefined inspection criteria (et-hf-p-0013 rev. 00). The objective of the inspection was to verify there were no defects/discontinuities in the seal between the distal body and distal cap. The inspectional criteria was defined as, "all seal surfaces observed shall be continuous and smooth with no outward signs of discontinuity, gaps or bubbles." A device was considered to fail the inspection if any element of the criteria was not met. The customer own device was previously returned to pentax medical from a customer on 01/jun/2018 and inspection of the unit was performed on 02/jun/2018 where the quality control inspector found the following: leak at biopsy channel (large/ primary) distal side. Air/ water socket cylinder o-ring chipped. Distal cap - fixed type m2 - zone m - discontinuities, gaps, distal cap - fixed type l2 - zone l - discontinuities, gaps, distal cap - fixed type k2 - zone k - discontinuities, gaps, distal cap - fixed type j2 - zone j - discontinuities, gaps, bending rubber non-pentax material, failed dry leak test, segment steel braid cut, failed wet leak test, elevator body sticking, primary operation channel non-pentax material, distal cap - fixed type i2 - zone I - discontinuities, gaps, fluid invasion not observed in control body, fluid invasion not observed in pve connector, scope case not received scope receive in box, insertion tube bubbling, suction function not performed unit compromised, customer complaint confirmed, distal cap - fixed type h2 - zone h - discontinuities, gaps, distal cap - fixed type g2 - zone g - discontinuities, gaps, distal cap - fixed type f2 - zone f - discontinuities, gaps, distal cap - fixed type failed seal integrity inspection, equipment serviced by non-pentax facility, rubber trim collar severe cut. Inspection of the seal between the distal body and distal cap was performed and the device failed the inspection criteria. The scope's repairs to included the distal case/cap, which will be replaced and resealed pursuant to the field correction, and returned to the user. O-rings and seals, air/water tube, operation channel, adjusting collar, bending rubber, segment attaching screw, distal case attaching screw, insertion flexible tube, segment assy attaching screw, staycoil collar, segment staycoil assy imp-c/pb-free, rubber trim collar, rl pulley assy, ud pulley assy, deflector body link, distal case/cap, o-ring(0.5x1.3).